Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a vaginal vault prolapse repair performed on (B)(6) 2017. According to the complainant, before deployment of the capio device, the suture broke outside the patient while trying to load on the capio carrier. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The condition of the patient post procedure was stable.